Event description:
Description of nonconformance is ," plastic protective cover of the #20 steel blade was found to have a small piece of it missing." (B)(6) emailed product complaint stating," a complaint has been received indicating a piece of the plastic cover is missing on the #20 blade. This occurred during a cardiovascular procedure and the end user identified that the plastic is clear and the location of the missing piece is unknown.